Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's pacemaker exhibited premature battery depletion. Excessive battery depletion was observed during an approximate 2-month timeframe. Upon review, no high thresholds or impedance anomalies were observed. The device was explanted and replaced on (B)(6) 2019. The patient was stable throughout.

Manufacturer narrative:
Final analysis found the reported premature battery depletion was confirmed in the laboratory. High current was observed during bench testing and was traced to the integrated circuit. The cause of the premature battery depletion was due to excess current on the integrated circuit.